Event description:
Patient was receiving chemotherapy and required continuous monitoring via telemetry. Rn noted that the medical data electronics vision central station monitor was not displaying the waveforms and numerics generated by the prism bedside monitor. Therefore the patient could not be monitored remotely. Biomedical engineer was contacted and could not detect a problem but relocated the central station transceiver in an attempt to improve signal quality. Official report from biomed: communication was restored when the engineer arrived. The cpu was cleaned out and all printed circuit boards were reseated. The connectivity of the two devices was monitored for the rest of the day, no further problems. Per report, the device has a history of previous related failures, although none had been reported until this current report. Preventive maintenance records are up to date. Arrangements have been made for the manufacturer field service engineers to come on site and analyze the problem.